Event description:
It was reported to philips that during an emergent percutaneous coronary intervention (pci) procedure, involving a patient with st-elevation myocardial infarction (stemi), the system displayed an x-ray tube current out-of-range warning message. The procedure was aborted. The patient began to decompensate, and the physician inserted a balloon pump. The patient was then transferred to another facility, where they were noted to be on a ventilator and unresponsive. On (B)(6) 2025, the customer informed philips that the patient had passed away. No other information was provided. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the patient¿s death was attributed to multi-vessel disease. While philips cannot completely rule out potential system contribution, there have been no indicators that the system did in fact contribute to the patient death. A philips remote service engineer (rse) reviewed system log files and confirmed the reported ¿x-ray tube current out of range¿ warning message. A field service engineer (fse) was dispatched to the site, performed an onsite inspection, and confirmed the reported issue. The fse replaced the x-ray tube and proactively replaced the high-voltage (hivo) transformer. Both were returned for analysis. The x-ray tube issue was traced to a vacuum leak at the cathode insulator, causing gradual vacuum deterioration and recurring errors such as ¿tube current out of range¿, and potential grid-switch issues. No issue was found with the preventatively replaced hivo transformer. After replacement of said parts, the system was tested and returned to service in good working condition. The codes were updated based on the investigation outcome.